Event description:
Original surgery date in 2006. St360 construct implanted from l4 to s1. No bone graft was inserted into the disc space during surgery. During post op visit, surgeon identified a broken screw at s1 right side, which was causing patient pain. Revision surgery date in 2007. Revision surgery: both pieces of the broken screw were removed and disposed of in the operating room. Surgeon inserted an interbody device at l5/s1 and inserted new 8.5x10mm pedicle screw at s1.

Manufacturer narrative:
The lot number of the broken screw is unk. The broken screw was not returned for evaluation. It was disposed of in the operating room during surgery. -209/205: the st360 spinal fixation system IFU (07.00514.001 rev g) states "intended to be used with bone graft which is required to provide additional spinal support". In addition, "in the event that bone is not provided to facilitate fusion, bending, loosening, disassembling, and/or breakage of the implants will eventually occur".